Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a stabbing and heat sensation at the ipg site when sitting. It was noted that this occurred even when the spinal cord stimulator (scs) device was not in use. The physician prescribed a topical patch for the ipg site.